Event description:
It was reported an 8f angio-seal mp was deployed post percutaneous transluminal angioplasty (pta). Hemostasis was achieved. Three days later, the patient experienced pain and swelling at the puncture site; staphylococcus aureus was diagnosed. The patient underwent surgical ablation of the infected site. The angio-seal was removed. The patient recovered and was reported to be better. The physician stated the cause of the infection was not the angio-seal and suggested the patient's uncleanliness may have been the cause.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the infection was not related to the angio-seal; the physician stated the patient's uncleaniness may have been responsible for the event. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred, may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-age and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, would drainage, or redness and/or warmth at the site.